Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [500 mcg/ml] at a dose of 175.85 mcg/day via an implantable pump for an unknown indication for use. It was reported that the nurse called after the patient had been to an MRI (magnetic resonance imaging) exam on (B)(6) 2018. The nurse reportedly did not understand the text in the programmer where the event log read code 03 (motor stall occurred) on (B)(6) 2018 at 19:00 and code 04 (stopped pump period may exceed tube set) on (B)(6) 2018 at 19:00 seen when the patient came in for a refill. It was confirmed the amount of residual volume was as expected and the patient was in his habitual state, which was why it didn't cause any concern. The nurse did the refill and programming due to guidelines. It was also noted that the alarm was not heard for the motor stall and that the nurse was convinced the motor stall recovered but did not know when. The session data report was included with the report and showed that when the pump was examined on 2018-aug-29 at 13:22 with the last change being on (B)(6) 2018 the pump status was "motor stall occurred" and "stopped pump period may exceed tube set." The pump was then updated at 13:24 (on 2018-aug-29) and the pump status after update still showed "motor stall occurred" and "stopped pump period may exceed tube set." The pump was read again on 2018-aug-29 at 13:40 and the messages of "motor stall occurred" and "stopped pump period may exceed tube set" were no longer the pump status. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.